Event description:
Reportedly, the surgeon tried to staple across the gastro-jejunal anastomosis. While firing, the stapler handle "cracked" and the "sled" popped off and flew into the abdomen. After three x-rays and delay in the case of about one hour and fifteen minutes, the piece was found in the pelvis. The staple line was poor and the surgeon almost had to open to complete the case. Procedure: gastric bypass revision.